Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The seat allegedly cracked, causing the consumer to pinch their skin. No serious injury is alleged.